Event description:
It was reported that a large volume infusor under infused medication to the patient. The expected therapy time was 46 hours; however, the dose had not fully infused as it was observed that approximately 50ml of solution remained within the device. The device was filled with a total volume of 233ml of fluorouracil and sodium chloride 0.9%. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured september 22, 2022 to september 23, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Photo sample showed fluid inside the bladder which suggested an under infusion may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.